Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and confirmed that there were lines on the monitor. The technician programmed the cxps software, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that there were lines on the monitor connected to the hexavue custom room rack. No report of injury.